Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) pocket site due to weight loss. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.